Event description:
It was reported that directly after implant, the implantable cardiac monitor (icm) showed no information or r waves on the electrogram, although pauses continued. The patient was sent home and approximately two weeks later, the patient was seen and there was still no activity on the icm. The icm was removed from the pocket and found to have crystallization on the skin and perhaps the electrodes which was thought to be medical adhesive. The icm was sterilized and reinserted into the pocket with increased signal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. Episode data shows asystole episode in progress on (B)(6) 2014.